Manufacturer narrative:
The device was returned to johnson & johnson medtech for evaluation. A visual inspection and force test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed a separation between pebax and electrode section and a foreign material inside it. A force test was performed, and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31365808l and no internal actions related to the complaint were found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage cannot be determined. The instruction for use (IFU) contains the following warnings and precautions: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostatic valve of the sheath. After insertion, slide the insertion tube back toward the handle. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications an internal corrective action was created for further investigation of the force sensor sleeve insolation to prevent fluids from getting inside of the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a separation between pebax and electrode section and a foreign material inside it. Initially, it was reported that during the operation, there was a problem with the force of the catheter. A second device was used to complete the operation. There was no adverse event reported on patient. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 09-nov-2024, a damage on the pebax with reddish material inside was noted. This was assessed as MDR reportable with an awareness date of 09-nov-2024.